Manufacturer narrative:
There was no report of any malfunction of an intuitive surgical inc. (Isi) system, instrument or accessory occurring during the procedure; therefore, no product is expected to be returned for evaluation.

Event description:
It was reported that after a da vinci-assisted trachelectomy procedure, the patient developed a ureterovaginal fistula, leading to readmission and a subsequent surgical procedure. The patient presented with incontinence, and CT scans confirmed the presence of a ureterovaginal fistula caused by a ureter that had been inadvertently sutured. An unspecified surgical procedure was performed to address the fistula. Additional information was requested, but the customer has indicated that no further information will be provided.